Event description:
Caller reported that the control-iq system was not adjusting insulin delivery as expected, with the caller's blood glucose level displayed as "low," though specific values were unknown. Customer consumed sugar to address the low blood glucose and acknowledged understanding of the control-iq functionality after being educated by technical support about its algorithm and the importance of correct weight settings in the system. Caller confirmed that the system was currently active.